Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon must have been faulty...only half came out [device physical property issue] symptoms- none [no adverse event] . Case narrative: relative reported via e-mail that only half the tampon came out during removal. No injury reported.